Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages, adjust belt or check belt messages and damaged cable or exposed wires messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages, adjust belt or check belt messages, damaged cable or exposed wires) has been confirmed. Upon investigation the electrode belt had non-functional ecgs. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.